Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray bar for longevity estimate and low battery voltage out of the box. The field representative was instructed not to use the device. The crtd was never implanted and a different device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The analyst noted that the iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.